Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 ¿call service alarm¿ occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: the pump's black box and alarm history showed multiple consecutive call service 054 alarms on 12/21/2014. A test battery cap and cartridge cap were used to complete the investigation. No call service 054 alarm or any other warnings occurred during the investigation. No intermittent condition was found to the printed circuit board or to the radio frequency circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.